Event description:
Hair found on centurian fluidics management system cassette system after opening , prior to patient entering room. The pack and open supplies were discarded and instruments sent back to central sterile for cleaning. New pack , supplies and instruments opened. Hair was not saved.